Event description:
Parent called and stated that she put an ace heat therapy patch on the back of her son's knee. Went to bed and slept about 10 hours and when he woke up he had a burn on his leg. Parent was given an antibiotic cream to put on the leg. Leg has six blisters.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Lot number is unknown; unable to conduct device history / complaint history reviews. Regulatory compliance will continue to monitor on monthly trend reports.